Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause and location of the bleeding cannot not be confirmed, investigation results suggest/indicate, in addition to the procedure itself, patient factors (gender, advanced age, valvular calcification, co-morbidities) may have contributed to the may have contributed to the pericardial effusion/cardiac tamponade. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference to article: eitan, a., witt, j., stripling, j., haselbach, t., riess, f.c., schofer, j. (2018). Performance of the evolut-r 34mm versus sapien-3 29mm in transcatheter aortic valve replacement patients with larger annuli: early outcome results of evolut-r 34mm as compared with sapien-3 29mm in patients with annuli > 26mm. Catheterization cardiovascular interventions. Retrieved from: https://doi.org/10.1002/ccd.27588.

Event description:
As reported by our affiliate in (B)(4) and through an article, ¿performance of the evolut-r 34mm versus sapien-3 29mm in transcatheter aortic valve replacement patients with larger annuli: early outcome results of evolut-r 34mm as compared with sapien-3 29mm in patients with annuli > 26mm¿, between february 1, 2014 to august 19, 2017, 29mm sapien 3 valves were implanted in 55 consecutive patients and 34mm evolut-r valves were implanted in 37 consecutive patients. During a transfemoral tavr procedure, cardiac tamponade / pericardial effusion was reported for one patient. Details on the actions taken were not provided. Native annular diameters measured larger than 26mm by ccta or echocardiography. Lvot calcification was ¿not severe¿ in all patients.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.